Event description:
As reported by the field, during an endovascular embolization, an EU 4.5x22mm stent 12 mm dw tip intracranial stent (enc452212, 8512180) was placed in target position and started to release, but the distal markers of the stent were converged which could not be opened. The physician retracted the stent and switched a new one to complete the surgery. The procedure was prolonged about 20 minutes. The microcatheter (non j&j brand) was not replaced. No patient injury was reported. Additional event information received on 30-apr-2024 indicted that the temperature indicator label on the inner pouch was checked and found to be within acceptable criteria. There was no resistance during advancement of the device. The stent did not appear damaged. No additional intervention was performed to attempt to expand the stent. There was no blood flow restriction. The 20 minutes of surgery prolongation was not clinically significant.

Manufacturer narrative:
Product complaint (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6) section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the field, during an endovascular embolization, an EU 4.5x22mm stent 12 mm dw tip intracranial stent (enc452212, 8512180) was placed in target position and started to release, but the distal markers of the stent were converged which could not be opened. The physician retracted the stent and switched a new one to complete the surgery. The procedure was prolonged about 20 minutes. The microcatheter (non j&j brand) was not replaced. No patient injury was reported. Additional event information received on 30-apr-2024 indicted that the temperature indicator label on the inner pouch was checked and found to be within acceptable criteria. There was no resistance during advancement of the device. The stent did not appear damaged. No additional intervention was performed to attempt to expand the stent. There was no blood flow restriction. The 20 minutes of surgery prolongation was not clinically significant. A non-sterile EU 4.5x22mm stent 12 mm dw tip was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed and no appearance of damages was noted the stent remained attached to the delivery system. A functional test was performed in which the enterprise system was secured into a lab sample microcatheter through a lab sample syringe and hemostasis valve (rhv). The system was flushed, and the enterprise system was advanced through the microcatheter without noticeable resistance. The stent was deployed and inspected under magnification. No abnormalities were found on it (i.e., no broken struts, no kinks). Both stent ends were noted to be completely expanded. The issue reported regarding the distal markers of the stent not being fully opened was not confirmed since the stent fully expanded during the analysis. It is possible that the marker bands may have converged together but apposed to the vessel wall. Although no product defect was identified, there may have been other factors that contributed to the failure encountered during the procedure that could not be replicated in the laboratory setting. There is no indication that the issues reported in the complaint are a result of a defect inherently related to the enterprise device. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 8512180. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As part of cerenovus quality process all devices are manufactured, inspected, and released to approved specifications. Since no issues were encountered, no CAPA activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: maintain adequate stent length (approximately 5 mm) on each side of the aneurysm neck to ensure appropriate neck coverage. Position the stent for deployment by aligning the stent positioning marker of the delivery wire with the target site. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.